Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. The coil wire of the returned guidewire was broke at approximately 150mm from the proximal soldering. The elongated coil wire was about 135cm in length. Stretching of the coils was observed at the proximal soldering. The diameter of the coil wire was getting narrower towards the breakage end inferring the breakage was due to pulling force. The core wire was twisted and broken at approximately 6mm from the distal tip and plaque-like adhesion was observed near the breakage point. The total length of the core wire was measured and found the observed value was in accordance with the design value; it is considered that all pieces of the guidewire were returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Asahi intecc products are inspected as part of the manufacturing process and must meet their product specification criteria prior to the final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the provided information and the investigation outcome, it is concluded that rotational force exceeding the product's design limit might be inadvertently given to the guidewire while its distal tip had been trapped by the heavily calcified lesion leading the core wire to be twisted and broke apart. The coil wire was thought to be elongated and broken due to excessive pulling force that was applied during retrieval of the guidewire. Warnings section of the IFU states: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction.

Event description:
Reportedly, the subject guidewire was used to treat heavy calcification in the proximal sfa. The physician tried to torque the guidewire into the thigh lesion, made it 40-60 mm down and recognized its tip broke off. The guidewire was taken out and the tip was missing. The tip was still attached to the coil wire so that it was able to pull out with the coil wire and nothing was left inside the patient.